Event description:
Pt was administered electrotherapy well beyond the pt's level of tolerance, due to malfunction of the equipment. The physical therapist who administered the treatment immediately decreased the out-put level of electrotherapy unit to zero, however, the unit continued to deliver intolerable amounts of current to the pt.